Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 85% stenosis located in the proximal lad. There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient is reported to be alive with no injury.

Manufacturer narrative:
The lesion was pre-dilated. Resistance was noted when advancing the device but excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image shows the distal portion of a device. Deformation is evident to the mid to distal stent segments with struts raised and stretched. The distal stent struts appear to be flared. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 7th to the 19th distal stent segments with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.